Event description:
A report was received that the patient was experiencing surges. Multiple contacts on the patient¿s leads were producing high impedances. The physician suspected lead fracture due to the high impedances and recommended lead revision.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2218-50, serial #: (B)(4), description: linear st lead, 50cm.

Manufacturer narrative:
Additional information was received that the physician agreed to explant the patient¿s leads out from the patient¿s body.

Event description:
A report was received that the patient was experiencing surges. Multiple contacts on the patient's leads were producing high impedances. The physician suspected lead fracture due to the high impedances and recommended lead revision.

Manufacturer narrative:
Additional information was received that the patient underwent an explant procedure for the leads that was left inside the patient's body.

Event description:
A report was received that the patient was experiencing surges. Multiple contacts on the patient's leads were producing high impedances. The physician suspected lead fracture due to the high impedances and recommended lead revision.

Event description:
A report was received that the patient was experiencing surges. Multiple contacts on the patient¿s leads were producing high impedances. The physician suspected lead fracture due to the high impedances and recommended lead revision.

Manufacturer narrative:
Additional information was received that the physician suspected device malfunction with the leads. The patient was not receiving the benefit from the unit and physician opted not to have a lead revision. It was physician¿s plan to leave the leads inside the patient¿s body. No further course of action will be done with the leads. It is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.